Event description:
Caller alleged discrepant results with the inratio2 meter compared to the physician's poc for one patient. Complaint summery: date: (B)(6) 2013, inratio inr: 5.4, physician's poc: 3.2 (within minutes) patient's therapeutic range: 2.5-3.5. No further information was reported.

Manufacturer narrative:
Investigation pending.